Event description:
The haptic detached as the lens was being placed in the eye. At that time the doctor realized there was a capsule tear, but could not confirm the cause. The incision was enlarged to remove the lens, a vitrectomy was performed, and sutures were required to close the wound.

Manufacturer narrative:
See MDR 1920664-2009-00266 for the intraocular lens used with this delivery device.